Event description:
Patient had laparoscopic cholecystectomy at an (B)(6) hospital (osh), complicated by perihepatic hemorrhage. Patient was re-explored at (B)(6) hospital, and rfid laparotomy packs were left around her liver for hemostasis. Gi was consulted, as her osh cholangiogram had suggested biliary obstruction; they recommended magnetic resonance cholangiopancreatography (mrcp) to evaluate biliary duct. Patient was taken to MRI with open abdomen and exam was begun, but quickly aborted due to artifact from metallic contents of laparotomy packs (radio-opaque markers, rfid tags). On abdominal re-exploration the following day, possible thermal injuries to liver and duodenum were noted - exact nature of injuries unclear. Issue not experienced with same rfid lap pads in MRI previously, as they are reportedly MRI safe, but potentially became an issue due to the open abdomen in this case - ultimately this is still unclear. Manufacturer response for rfid laparatomy sponge - x-ray detectible 18x18, situate (per site reporter). Manufacturer was made aware and reportedly investigating but hospital has not heard back with regards to MRI safety of this device.